Event description:
An alarm 20 was reported while loading a cartridge into the pump. There was no adverse impact to the customer's blood glucose level. Technical support agreed to replace the pump, confirming its warranty status and shipping details. The customer was instructed to put the pump into storage mode before returning it, which they understood and acknowledged. Customer contacted the healthcare provider to obtain alternate insulin therapy.